Event description:
During service in the baxter repair shop, failure code 715 occurred. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.